Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed functional undersensing resulting in arrhythmia. Programming changes were performed to resolve the issue. The patient was stable before, during, and after.

Event description:
Additional information received indicates that the arrhythmia was self-terminated.